Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an instructions for use (IFU) describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Regarding this failure mode there are many potential contributing factors the IFU addresses; the maximum and minimum overlap of components, anatomical criteria, ballooning locations, patient sizing. The status of the pt at this time is unk. The sales rep noted in correspondence that the pt's iliacs were very tortuous. Without films to review, the exact tortuosity cannot be confirmed, however, this may be a large contributing factor to the separation. We will continue to monitor for similar complaints.

Event description:
A male pt underwent aaa repair in 2009. The pt originally had received aaa repair in 2005, where the following devices were placed: one main body, two iliac legs, and one iliac leg extension graft. Both hypogastrics were coiled and covered, and an iliac leg extension was used in the left external iliac for an unk reason. The pt had very tortuous iliacs, and over time the iliac leg extension moved approximately 2.5 cm from the iliac leg graft causing a type iii endoleak, as a result an aneurysm formed. The physician elected to bypass the aneurysm with two flex legs. The two limbs were used to give the new flow lumen greater stability for a better long term result. The postoperative angiogram looked great. The status of the pt at this time is unk.